Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: biomed stated c1 displayed tf 233004 (autozero error qaw/paw) while venting a patient. Patient was move to an alternate vent. No harm to patient. While going through service software, there were multiple tests that failed. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: biomed stated c1 displayed tf 233004 (autozero error qaw/paw) while venting a patient. Patient was move to an alternate vent. No harm to patient. While going through service software, there were multiple tests that failed. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).